Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
The click was heard during deployment of a 6f angio-seal vip in an obese patient, but the entire device including the anchor and collagen came out of the patient during the pullback step. A second 6f angio-seal vip was used to achieve hemostasis. Following hemostasis, the patient developed a hematoma. The patient received manual compression (>30 minutes), two stitches, and a transfusion of 4 units of blood.